Event description:
The user facility reported a 70-year-old male was to be implanted with an impella 5.5 for mechanical circulatory support. The team had difficulty with delivery due to an innominate occlusion in the patient's vessels. Therefore, the procedure was aborted.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the anatomy was most likely due to the patient condition. This report is being filed as part of a retrospective review of historical records.